Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has elected to not proceed with revision surgery. A review of the device history record noted no rework. The recipient remains implanted. This is the final report.

Event description:
The recipient reportedly ceased device use due to poor performance. Revision surgery will be scheduled.